Event description:
An olympus field service engineer reported the image on the subject device disappeared. The reported issue occurred during a therapeutic colorectal tumor resection procedure while the device was in-use with an olympus video telescope endoeye hd ii (wa50042a) and an error code e227 (scope communication error) was also displayed. The customer power cycled the subject device several times to resume the procedure. Upon changing the camera head, a black screen appeared again without an error code. The subject device had to be power cycled several times to resume the procedure. The intended procedure was delayed less than 15 minutes. The intended procedure was completed using the subject device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The user facility later reported that the fault hasn't occurred again, so they decided not to send the device to olympus for evaluation at this time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The visera elite ii video system center was not returned for evaluation. Based on the results of the investigation, the root cause of the loss of image and error code 227 were unable to be identified. Olympus will continue to monitor field performance for this device.